Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during an implant procedure, right ventricular (rv) pacing thresholds were observed to be within a normal range. It was further reported that after the patient's incision was sutured, pacing measurements were re-checked, and high thresholds were observed on the rv lead. The incision was reopened, and the rv lead repositioned. Final measurements were obtained indicating that pacing thresholds returned to normal values. The physician expressed that the change in thresholds may have been due to exit block. No patient complications have been reported as a result of this event.